Event description:
It was reported that an ilet insulin pump came apart while carried in a pocket, after which the screen was not usable and the device was nonfunctional, consistent with a display component issue and a loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact and a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the display and consistent with a bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.